Event description:
It was reported the pt had not recharged the ipg as recommended and had lost stimulation as a result. In turn, the pt's ipg was explanted and replaced (with a different model). Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.